Manufacturer narrative:
A containment action has been initiated to inspect all affected inventory. The follow-up report will contain the result of the containment action as well as DHR reviews and other investigation actions that will take place.

Event description:
A hair was found when the device package was opened. The device was not used. There was no adverse patient impact.

Manufacturer narrative:
Resorting of the lots in hand was performed. Nonconformance reports were generated and released to document this process.